Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2025. The patient developed redness, swelling/inflammation, and soreness beneath the sensor patch. Over time, the symptoms progressed and extended beyond the perimeter of the patch, with pain radiating from the arm insertion site toward the patient¿s back. On (B)(6)2025, the patient sought evaluation at an urgent care facility, where the clinician assessed the affected area and prescribed an oral antibiotic regimen (cephalexin 500 mg, three times daily for 10 days). At the time of reporting, the patient stated that the site had healed following treatment and that he was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.